Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the motor would not start. An alternate device was employed for the procedure. The subject device was returned for investigation and repair. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.